Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2009 to 2010. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches"). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain/abdominal pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and insomnia ("no I can sleep because pain getting worse"). The patient was treated with surgery (salpingectomy (bilateral), lysis of adhesions, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, migraine, headache, vaginal discharge and insomnia outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, insomnia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain, bleeding and other injuries/symptoms. Discrepancy in insertion date: (B)(6) 2010, 2010 or 2011 (winter) concerning the injuries reported in this case, the following one/ones were reported via social media: insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Events per pfs: vaginal bleeding, vaginal discharge. Content from social media: no I can sleep because pain getting worse were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she had received treatment for pain, bleeding and other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), hair loss, migraine, headaches and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended), essure insertion/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.